Event description:
Upon balloon withdrawal the balloon could not be withdrawn beyond the more proximal stenosis at which time blood was noted in the indeflator consistent with a ruptured balloon. After multiple attempts, including one attempt to lubricate the system with rotaglide and exchange of wire and attempts to place a buddy wire to the distal vessel - all failed. There was a short episode of vf which was cardioverted week one after rotaglide was given, the balloon and catheter were finally secured via "braiding" of a second wire (prowater) and shaft of the previous entrapped balloon and all were withdrawn into the guide and ultimately all was removed as a unit leaving no retained foreign material.